Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet displayed ¿high¿ with blood glucose over 400 mg/dl. A fingerstick confirmed blood glucose (bg) at 389 mg/dl. After verifying infusion site and sensor were working properly, bg began trending down while the user remained connected. The user declined follow-up. No symptoms, external assistance, or medical intervention occurred.